Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip. The pump was received with missing retainer and reservoir tube lip o-ring, cracked case at the battery tube threads, minor scratched display window and case. The insulin pump was unable to perform displacement test due to physical damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the area where the reservoir was inserted snapped off and part of the o-rings fell out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.